Event description:
A patient reported experiencing hypoglycemic coma while using a one touch meter. Sometime in 2001, patient's blood glucose was 153mg/dl on ot meter. Patient passed out 30-60 minutes later. Paramedics came and found patient's blood glucose 20mg/dl on their meter of unknown brand. Paramedics treated patient at patient's place of residence and did not transfer patient to the hospital. Patient has not provided any further information.